Event description:
It was reported that the 9600 system has no image and will not respond to commands. There was no report of injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified a break in the interconnect cable. Replaced the interconnect cable. The system was tested and found to be working as intended and placed back into service.